Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the bulb has been used for less than 500 hours, alarm error 102 occurred during maintenance involving an olympus xenon lamp. There was no patient injury reported.